Event description:
After an implantation period of approx. 49 months, it was reported that the device shows eri via homemonitoring.

Manufacturer narrative:
This device was explanted on (B)(6) 2020. Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eri, and 17 charge processes had been documented. The charge drawn from the battery was checked. The check indicated that the battery discharge did not meet expectations. The current uptake of the device was then studied, which proved to be inconspicuous. An additionally performed long-term study of the current uptake also showed no anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measurement confirmed that the battery discharge was not as expected. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were checked, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were reviewed. During the measurement of the battery voltage, the battery was still sufficiently charged. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, a damaged insulation was detected. This damage enabled an increased battery-internal self-discharge, which consequently led to the clinical complaint. In summary, the ICD had been implanted for 49 months. In the context of the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were fully available throughout the implantation time.